Manufacturer narrative:
.

Event description:
Same case as MFR report#: 6000093-2007-01684. It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 100% stenotic lesion was located in the calcified and tortuous proximal right coronary artery (rca). A 12mm x 2.5mm maverick2 monorail balloon was used and ruptured at 10 atms on the initial inflation. The maverick 2 monorail was exchanged for a 2.5mm x 15mm quantum maverick monorail catheter and the lesion was successfully dilated and confirmed with ivus. "The ruptured balloon was circumferential tears." During the ivus procedure, the atlantis sr pro2's image suddenly disappeared. The atlantis sr pro2 was replaced with another of the same device and the image was restored. A 1.7mm rotablator atherectomy device ablated the lesion. The 2.5 x 15mm quantum maverick monorail catheter was reinserted and post-dilated the lesion. A slight dissection of the intima was noted via angiography and ivus. The dissection was treated with low pressure and long inflation with a 3.0mm x 15mm quantum maverick balloon and the procedure was successfully completed. No additional patient injuries or complications were reported. Patient status is reported as "good."